Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during interrogation, the patient rate dropped to 30 beats per minute. It was noted that the device had triggered its recommended replacement time (rrt) indicator more than a year prior to this event. The device was explanted and replaced. No patient complications have been reported as a result of this event.